Event description:
It was reported that during lead testing during a routine device changeout, the current between the right ventricular (rv) ring and coil measured higher than the internal reference materials. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.